Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable and the interconnect cable connector were repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a high kv error and no image displayed. No pt injury was reported.